Event description:
A customer contacted beckman coulter inc. (Bci) stating the synchron lx20 pro analyzer's creatinine (cre) module overflowed. The fluid appeared to be di water. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the reagent syringe pump which resolved the issue.